Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometrics. The patient had experienced several falls. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on 7/24/2017 stated that the lead exhibited noise and was capped and replaced during a normal device change out procedure. The patient was fine throughout the procedure.